Event description:
Went to the ER with lower right quadrant pain. I thought it was my appendix. Upon doing a CT scan they determined my appendix was ok. They diagnosed me with pelvic congestion and said I need to follow up with my gynecologist. I had an ultrasound done through my gyno and they determined I have fluid and cysts in my fallopian tubes.